Event description:
It was reported that the programmer gave an error code while trying to update software via the software distribution network (sdn). The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of error message generated and therefore the hard disk drive was reconfigured and the current software reloaded. Analysis also found corrosion on the lower case and corrosion on the power supply. Both were replaced. (B)(4).